Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, adhesion/clogging of the white material in the air/water channel was confirmed. Moreover, it was noted that the material was probably not removed since the reprocessing was not properly conducted due to leakage from the scope cover and it is unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. Thus, the device did not satisfy its specifications, confirming the occurrence of the event and a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use in: detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection and preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.